Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional non-reportable findings were as follows: due to a dent on forceps channel port, water tightness was lost, due to damage on light guide bundle, the image had a stain, due to damage, angulation lever did not move smoothly, a foggy image occurred in the view field of eyepiece, the angulation lever had discoloration, the venting connector under grip and suction cylinder, both had corrosion, the venting connector under grip was shaved; the eyepiece, the up/down plate and the grip, were all sticky, the control unit was dirty due to water leakage; the connecting tube, the eyepiece, the control unit, the diopter ring, the up/down plate, the forceps elevator lever, the angulation lever and the grip, all had a scratches, the suction cylinder had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope, the gasket of the forceps mouth was floating, and water was coming out from the electrooculogram (eog) mouthpiece. Visibility was also cloudy and there was a possibility of flooding. The issue occurred during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunction was found the forceps suction connecter was detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed, but a root cause could not be identified. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.